Event description:
This was an interventional case using a bilateral kissing balloon with iliac stent placement into the aorta through a 7f introducer sheath. The profunda was wrapped around near the access site (congenital defect). Significant tortuosity, plaque, and significant disease in the vessel was present. The stick and axera deployment were satisfactory. At the end of the procedure when the final femoral angio was performed, a dissection (intimal wall tear) of the common femoral artery resulting in total occlusion was noted at the insertion site. The pt underwent surgery for repair with usage of a vascular surgical graft patch. The pt recovered with no further sequelae and was discharged the following day.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. However, film and photos received confirmed the description of the event. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. The clinical description revealed highly diseased anatomy and the presence of unusual anatomical features such as the position of the profunda artery in relation to the cfa. Based on the review completed, there is no indication the device was out of specification. The probable root cause, based on available info, is pt factors.